Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. A foster parent found the customer unconscious and called paramedics. The customer received third party assistance from paramedics, who provided dextrose to address bg. This event caused pulmonary arrest, and the customer required paramedics to resuscitate them as they had completely stopped breathing. Recommendation was made to consult with a healthcare provider to discuss diabetes management.